Event description:
It was reported that the user experienced an occlusion alert shortly after announcing a meal on the pump, cleared the alert, insulin delivery for the meal continued, and the user subsequently developed hypoglycemia to a nadir of 54 mg/dl while using a contact detach infusion set; the user later discussed possible large air bubbles in the cartridge during supply change review. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact, and the user self-treated with oral glucose with recovery. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a medical device problem category of lack of effect, with the device component not specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.